Event description:
It was reported that a new user experienced repeated alert 41 alarms indicating an insulin shaft rewind error on the ilet pump. Which persisted despite multiple restarts, and a replacement device was shipped with instructions provided for shutdown, return, and restart of therapy on the replacement unit. Symptoms included no reported adverse health effects. Outcomes included no clinical impact such as hospitalization or medical intervention. Investigation included review of the reported alarm history and device replacement logistics. Investigation of this case revealed a suspected malfunction related to the insulin delivery mechanism consistent with an insulin shaft rewind error, with no contributing patient factors identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending device evaluation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.